Event description:
An optometrist reported transient light sensitivity and redness after bilateral lasik. This report concerns the right eye. Topical steroid drops were prescribed. Symptoms resolved with treatment. Another report will be filed for the left eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).